Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. No frozen screen noted. Unexpected restart alarm was not verified and testing was not performed due to unresponsive button. The device had minor scratched display window and cracked reservoir tube lip.